Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This complaint was received directly from (B)(6), therefore no further information can be obtained beyond what is described in this complaint form. Product: drain / batch: 1170759, lot/batch 1170759. Reported is not a valid lot for ethicon blake drains products. Possible this is not an ethicon product. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021, and a drain was used. Drain ruptured during the procedure. No reported patient consequences. No further information available.